Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing. In the stored episode, pacing inhibition was noted that lasted approximately 4 seconds. Technical services (ts) inquired whether a procedure had been performed on the date of the event as noisy signals were noted on the right ventricular (rv) and right atrial (ra) channels and could be electromagnetic interference (emi). Ts recommended to perform an isometrics test to further evaluate. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.